Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown; however the nurse reported it may have been caused from the patient receiving chemo and radiation treatment. It was reported the patient was hospitalized for the event the same day as onset. Treatment for the event was unknown. The patient was discharged four days after admission. At the time of this report the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.